Event description:
It was reported that at follow-up the device was found in back-up vvi mode without defibrillation capabilities. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported backup was confirmed in the laboratory. A por (power on reset) occurred on (B)(6) 2011 after the last hv charge initiation. The cause of the reset was an anomalous component.